Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 40 mg/dl. Customer ate to treat low blood glucose. Customer also experienced high blood glucose level of 600 mg/dl on (B)(6) 2019 and it was treated with water and bolus. Customer declined for troubleshooting. Customer also stated that the insulin pump had crack on reservoir and screen tool. Customer stated that the insulin pump was dropped, however reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.